Event description:
The patient reported a damaged programmer, unable to power up. The batteries were changed in the programmer and replaced with brand new batteries, the issue was not resolved. There was a report of pain, it started two days prior to the report. Other relevant medical history includes spinal pain.

Event description:
Additional information was received from the patient. It was reported that the patient had moved after she received the replacement programmer and did not send back the old one. The patient found the old programmer and wanted to send it back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.